Event description:
Maquet demo cardiohelp (serial number (B)(4)), has a frozen display and touch screen sporadically does not react to user interaction. This unit was sent back for evaluation and is referenced in complaint (B)(4). MFR# 8010762-2014-00642 is being submitted for the other serial number ((B)(4)) associated with this complaint. (B)(4).

Manufacturer narrative:
(B)(4). The unit was received by the maquet lifecycle engineering for evaluation. Per (B)(4)report, the device worked fine. Therefore, the complaint description could not be confirmed or supported whether by testing or by the log file analysis. (B)(4).